Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a fall which caused the ipg to become loose in the pocket site. The patient continued to have effective therapy with impedance checks being within normal range. Surgical intervention was taken to replace the ipg with therapy re-established following the surgery.